Manufacturer narrative:
Information was received stating that the equipment was wrongly fitted onto the carrier and was simply just refitted to solve the issue. How or why the equipment got in that state has not been established. A incorrectly mounted ventilator could have resulted in a falling accident that could have led to extubation, stop of ventilation or injury. No describing pictures or further information have been received to clarify the reported issue. The cause of this event is considered to be a usability issue. No ventilator part was broken or replaced. No device malfunction have been established or verified.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator got released from its fixation base. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).